Event description:
It was reported that in 2009, the primary surgery was performed for both sides of the mandibular joint. At the surgery, serfas energy and a probe (micro-brush 2.5mm) were used. The cut power was set as 3 and coag was set as default, and only "cut" was used. Each cutting/activation was consciously limited to approximately 5 seconds. It was further reported that three days later, it was found that the pt has facial hemiplegia on the right side. Before the surgeon uses serfas, he had used another co's device, and the cutting depth was 0.1-0.2mm. The surgeon inquired us that if the cutting depth would be deeper than 0.2mm when using serfas with the setting of cut power 3 using micro-brush 2.5mm.

Manufacturer narrative:
Additional info will be provided once investigation is complete.